Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "fiber burnt out" at 41 minutes and 47 seconds and 306,810 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to the patient".

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited mild burnt on detritus; the glass cap exhibited severe devitrification at the output window; the outer flow tubing exhibited mild signs of contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.